Manufacturer narrative:
The explant was discarded after the revision surgery. No films have been provided to confirm the event. There has been no report of any instrument malfunctions in relation to this event. Root cause has not been identified. IFU review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation." "...care should be taken to insure that all components are ideally fixated prior to closure. All implants should be used only with the appropriately designated instrument (reference surgical technique)." "...contraindications include but are not limited to: patients with inadequate bone stock or quality." "...preoperative warnings, patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided."

Event description:
On (B)(6) 2016 a female patient with vertebral osteomyelitis underwent posterior fixation at t10-l4. Revision surgery occurred on (B)(6) 2017 due to loosening of set screws and caudal migration of both rods. All the set screws were replaced.